Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The returned device indicated a damaged grommet.

Event description:
Additional information received that indicates the implantable cardioverter defibrillator (ICD)s explanted and replaced.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing of noise on the right ventricular (rv) lead and a detection issue of the implantable cardiac defibrillator (ICD). The ICD was reprogrammed with the detections turned off and the rv lead is no longer active. The patient was fitted for a life vest. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).